Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she had unexplained low blood glucose and she fell in her living room, broke her arm and had a black eye. Customer stated that her husband gave her a glucagon shot and took her to the hospital. The blood glucose reading was 299 when she got to the hospital due to the glucagon shot. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.